Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with blood glucose values around 300 mg/dl after meals that gradually decreased over time; the user and caregiver expressed concern about slow correction and frustration with pump therapy. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization, emergency treatment, or device alarms. Investigation included customer support review, troubleshooting, and education with referral for additional training. Investigation of this case revealed no device malfunction or alarm behavior and no identifiable device component issue; the pattern appeared consistent with postprandial hyperglycemia with subsequent decline. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.